Event description:
Approx 2 years ago, pt underwent a posterior fusion spanning t10-ilium. Pt came back to the facility complaining of pain and x-rays taken revealed 2 broken rods and a non-union at l5-s1. Pt underwent revision surgery on (B)(6) 2012 during which all hardware was removed. Surgeon then performed a partial corpectomy and implanted a ti syncage curbed spacer. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.